Event description:
It was reported that during re-insertion the obturators were difficult to insert and withdraw on three size 5.5 ped, pediatric tracheostomy tubes. Parent reports that device usage consists of a rotation schedule involving the three devices. After approx seven to ten days usage, the device is removed, cleaned and reused. The three 5.5 ped devices were in use for a total of sixty eight days. It was also reported that the devices are cleaned using a pipe cleaner in tepid water and dishwashing solution. Pt has moderate to heavy secretions requiring chest pt suctioning four to six time a day with an inline suction machine. The three 5.5 ped devices and two of the device obturators are available to be returned to the MFR for identification, analysis and investigation. One of the device obturators was discarded. As of the date of this submission, the devices have not been received by the MFR.